Manufacturer narrative:
(B)(4) - "customer stated handpiece failed to prime 3 times. Unit primed successfully. Could not verify malfunction. Cutting function failed, but this is most likely due to fluid causing horn to rust". Customer was able to tighten the cap and straighten tubing and the unit primed. On (B)(4) 2014: opened CAPA (B)(4) to review 2012 complaints. Updated with the following details: completed and attached a current MDR decision flowchart. The DHR for lot # 18712-06 was reviewed. The unit met mfg specifications when released and there were no issues related to the complaint. This lot has a (B)(4) complaint rate. There were (B)(4) units released to distribution. A review of lot history showed that there were a total of 5 units that stopped working and 4 units would not prime. A review of the console history was not performed because the console serial number was not reported with the complaint.

Event description:
They were able to tighten cap and straighten tubing and successfully prime this handpiece at office after failing to prime 3 times during case today.